Event description:
Same case as 6000093-2006-01374. It was reported that 2 months after a coronary artery drug-eluting stenting treatment procedure, the patient underwent a target-vessel re-intervention (tvr). The index procedure treated 2 denovo target lesions. Target lesion characteristics were not provided. Target lesion 1 was located in the mid right coronary artery and was successfully implanted with a 3x12mm taxus express2 drug-eluting stent (des) at 18 atms. Target lesion 2 was located in the 2nd diagonal branch of the left anterior descending (lad) artery and was successfully implanted with a 2.5x12mm taxus express2 des at 9 atms. The patient was discharged 1 day post implant on aspirin and clopidogrel. Two months post - index procedure, the patient had a tvr. The patient had chest discomfort described as a substernal chest pressure associated with mild shortness of breath relieved by aspirin and nitroglycerines. He presented to the emergency room and the initial EKG revealed no significant st t-wave changes. Following tests which showed an rca ostium exhibiting 75% diffuse stenosis extending to the proximal rca, the patient was referred for intervention and underwent ptca and deployment of a cypher des into the ostial rca lesion to good result. The patient remained chest-pain free throughout the remainder of his hospitalization and was discharged 1 day post-intervention on aspirin and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.